Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent a revision surgery of their hinge knee system. Patient has a lot of co-morbidities and wasn't moving his joint and it stiffened up components not revised. 25001050, 1557251. 25000007, 1643677.